Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient. The patient reported that they had one episode of diarrhea. It was indicated that at the time of report it was unknown if the issue was resolved and the patient status was noted to be alive, no injury. No further complications were reported or were expected. Additional information was received the next day, it was reported the patient stated antibiotic their health care professional prescribed might be giving them diarrhea.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.